Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter alleged that there was a loud recurring alarm that occurred three times in thirty days, and that there was a blank display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed cs 054 errors. The pump powered on with the returned battery cap, and was exercised for 24 hours with no duplicated call service alarms. The pump was opened and no moisture or damage was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction: the reporter contacted animas on (B)(6) 2014 and reported that there was no call service alarm issue.